Manufacturer narrative:
(B)(4). Device 1: lot number 2100519216; device 2: lot number 2100417430. The complaint mr290v humidification chambers are currently en route to fisher & paykel healthcare (B)(4) for further investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) distributor that two mr290 humidification chambers were leaking. There were no reported patient consequences.

Event description:
A healthcare facility in south africa reported via a fisher & paykel healthcare (f&p) distributor that two mr290 humidification chambers were leaking. There were no reported patient consequences.

Manufacturer narrative:
Ps303898 device 1: lot number 2100519216 device 2: lot number 2100417430 method: the complaint mr290 vented autofeed humidification chambers were not returned to fisher & paykel healthcare in new zealand for investigation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer stated "that an mr290 inlet on the mr290 chamber has failed/leaked." Conclusion: we were unable to determine what had caused the cracking on the leak. Due to the complex nature of the device there are several possible failures that could manifest themselves in the stated event description. Without the complaint device it is not possible to draw any reasonable conclusions about the device failure. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."